Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the papilla on (B)(6), 2011.according to the complaint, during the procedure, the balloon would not hold pressure and contrast was observed to be leaking form the balloon. When attempting to remove the balloon all the inflation medium was unable to be removed. The procedure was completed with this cre balloon as they were able to sufficiently dilate the papilla.there were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): investigation results -visual examination of the returned device found no visible issues with the catheter. However, functional test revealed a pinhole in the balloon material. The balloon was deflated using an alliance syringe and all the fluid was removed from the balloon with out any issues.the investigation results are consistent with the event description. The reported defect of balloon leak was confirmed, as the balloon was found to have a pinhole in the balloon. The reported event of deflation failed was not confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.a review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.